Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis.

Event description:
Customer reported: during pre-test, the pilot balloon was not able to hold air. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.